Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) was consulted, discussed inappropriate shock due to wandering baseline and non physiologic artifacts in the primary sensing vector, other episodes were noted to have this behavior. Ts suggested troubleshooting options such as x ray and recommended considering the secondary sensing vector. This device was reprogrammed to the secondary sensing vector and ts recommended rechecking tachycardia counters a few days or a week after reprogramming. This s-ICD system remains in service. No additional adverse patient effects were reported.